Event description:
On may 27, 1999 safeskin corporation was served with the following lawsuit: plaintiff's claim alleges the following: on or about june, 1997, plaintiff discovered that she had developed an immediate hypersensitivity to latex. Plaintiff has suffered severe pain and suffering. In addition, she is restricted as to where she has suffered and will in the future suffer mental strain, emotional stress and the loss of employment of life.